Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The controller event log file contained approximately 25.5 days of data (10nov2022 ¿ 06dec2022 per the timestamp). Low voltage hazard and power cable disconnect alarms were observed on 01dec2022 from 8:21:29 to 8:21:30 due to a loss of power occurring while connected to the mobile power unit; the alarms resolved when the power was restored to the mpu. The controller periodic log file contained approximately 10.5 days of data (25nov2022 to 06dec2022 per the timestamp). The system controller backup battery usage count was observed to have increased from 28 to 30 on 01dec2022 at 8:33:30; this appears to be associated with the loss of power while connected to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. Multiple requests for additional information were made to determine if the mpu was exchanged and would be returned for evaluation. Requests for additional information were also made to determine if the ac power cord had a v-lock connector, if the ac power cord was disconnected from the wall outlet or from the back of the unit, and if there were environmental circumstances that resulted in interruptions of ac power at the patient¿s home when the alarms were active. No response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review captured low voltage hazard and power cable disconnect alarms on 01dec2022 from 8:21:29 to 8:21:30 due to a loss of power occurring while connected to the mobile power unit (mpu).